Manufacturer narrative:
MFR's report date: 03/19/2015. Internal file no: (B)(4). Although requested, the device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
The customer reported that during an etoposide infusion the user noted the outside of the drip chamber was wet. The user noted the outside of the drip chamber was wet. The user stopped the infusion and while troubleshooting noticed a small amount of fluid leaking from drip chamber air vent. The vent was closed. No pt harm or med intervention occurred. No further pt/event info was reported.